Event description:
The hosp reported that during cooling, approximately 7 minutes into a bypass procedure they noted impeded flow and blood hold up. It was also noted that the pt had a high platelet level of 644,000. The cvr was changed out with no affect to the pt.